Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed and there was poor aspiration during a cataract with intraocular lens implant surgery. The system was exchanged to complete the surgery. There was no harm to the pt.